Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) (advantage) and 60s-range mg/dl (hospital's meter) no actions taken based on device results. Customer was feeling dizzy and drove to the emergency room, where she was tested at 60s-range mg/dl on the ER meter. Customer was told she had low blood glucose and was released without treatment. Customer went home to self-treat. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips. Replacement was sent.